Event description:
A customer reported a malfunction on the pump, identified by malfunction code malf 6. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device; the malfunction did not recur after the reset.